Event description:
A customer reported that patient's sample with anti-c did not react with 0.8% selectogen lot vs13 (cell ii) when tested on provue. No death or serious injury was assoicated with this incident.